Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.

Event description:
It was reported that during the procedure the driver (instrument) fell out to the floor and the surgeon used the instrument of another company (tellus) to proceed with the surgery and the screw broke. No patient injury was reported